Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-611-4 batch 052231 was received for investigation. Visual evaluation found that the head tibial impactor was broken off. Damaged was also observed on the material of the impactor head. Functional testing was not performed due to the damaged to the device. The damage to the device is likely due to mechanical stress, such as excessive force applied during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 it was reported by a sales representative via (B)(4) that an ar-611-4 ibal uka, tibial impactor tip broke from handle. This was discovered during the case with no patient harm.